Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a scratch on the capsule of the delivery catheter system (dcs) was observed. The dcs was replaced with a new dcs and inserted into the patient. During the initial deployment attempt, the valve was recaptured due to inadequate positioning. A second deployment attempt was made and at the point of no recapture, complete heart block (chb) occurred. The valve was implanted. The patient's intrinsic rhythm was checked, and the chbwas noted to be non-sustained. The patient left the room without temporary pacing; however, the pacing lead remained until the following day for precautionary measures. It was noted that the patient's septum was short measuring 2-3 millimeters, along with a pre-existing first-degree atrio-ventricular block, so there was risk pointed out prior to the valve implant. Subsequently, a permanent pacemaker was implanted approximately one week later. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number (B)(6) ; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.